Manufacturer narrative:
Results - four customer samples were returned. They were tested for draw and observed for stopper pull out. There was no stopper pullout, unseated stopped or cocked stopper identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5064690. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the top of the tube of the 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ came apart as it was being removed from the vacutainer. This caused blood to be sprayed on the patient's bed and the floor. No injury or medical intervention was reported.